Event description:
The customer reported difficulty removing the autopulse li-ion battery (sn b)(6)) from the platform and chargers. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The customer's complaint of difficulty removing the autopulse li-ion battery (sn (B)(6)) from the platform and charger was confirmed during the visual inspection. Visual inspection of the returned battery revealed damage to the guide pins and on all the edges of the battery case. The observed physical damages appeared to be the characteristics of harsh impact caused by user mishandling, such as a drop. The archive data indicated no errors or discrepancies. The functional testing of the battery could not be performed due to the observed physical damages.

Event description:
During shift check, the customer experienced difficulty removing the autopulse li-ion battery (sn (B)(6)) from the autopulse platform. The battery was eventually removed after several attempts and there does not appear to be any obvious damage to the battery. Per the customer, other batteries were easily removed from the platform. No patient involvement.